Manufacturer narrative:
The on/off switch was replaced and the unit was returned back to service.

Event description:
During depot repair check, the ge healthcare technician found the on/off switch failure. There was no reported patient involvement.